Manufacturer narrative:
No device analysis was performed; the device met risk-based analysis criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the patient's implantable neurostimulator (ins) site became infected. A revision was done and the ins was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.